Event description:
The patient reported feeling angry that the cardiac resynchronization therapy defibrillator (crt-d) was depleted. The device remains in use. It was also reported that during a device follow up, there was normal battery function but the left ventricular (lv) lead exhibited an increase in threshold. The lv polarity was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.